Event description:
Home pt's (hp) family member contacted baxter's technical service center (tsc) during dwell 2/6 of the pt's automated peritoneal dialysis (apd) treatment with the homechoice machine. Reportedly, the patient line of hp's homechoice set became disconnected from the pt's transfer set during therapy. Hp's family member contacted tsc who assisted them in ending treatment early and advised them to set up with new supplies. Hp contacted rn to inform the pt of the issue. Per rn, no pt injury or medical intervention was associated with this incident.